Event description:
Customer alleged blood glucose results of 491 mg/dl and 223 mg/dl when testing was performed back-to-back on the advantage system. In a separate incident, the customer reported back-to-back blood glucose results of hi (greater than 600 mg/dl) and 169 mg/dl on the same system. Customer reported self-treating with insulin in both cases. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.